Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 6570729. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc breast implants and experienced deflation on the right breast implant and lateral displacement of the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 405cc on (B)(6) 2019. The patient tolerated the procedure well and was in a satisfactory condition after the surgery.

Manufacturer narrative:
On 4/26/19, it was reported to mentor that code device migration was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/21/19, it was reported to mentor that code device migration was removed. Code anisomastia was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/2019, it was reported to mentor that code device migration was removed incorrectly. Code device migration still applies; however, it is a new code and it is pending addition to the ecm database. Lateral displacement of the left breast implant still applies. Manufacturer¿s reference number: (B)(4).